Manufacturer narrative:
The zoll thermogard xp ivtm system (s/n (B)(4)) was evaluated on (B)(4) 2016 at the customer's site. A review of the event log showed tcmid: 05.1.1 (pump failed, time out) was observed, this error states that an attempt was made to start the pump, however too much time elapsed between pump revolutions. In summary, during the evaluation of the device, the lower board (I/o board) was defective causing the device to shut off unexpectedly, thus the root cause was the defective lower board (I/o board) this would also have caused the tcmid: 05.1.1 error message. The customer would have been able to see the message if they would have pressed "enter" after when the warning screen displayed. After the I/o board was replaced, the thermogard tgxp went through functional, calibration and electrical safety testing. The system passed all final functional tests. Customer site visit to perform evaluatio...

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient therapy the thermogard xp ivtm console (s/n (B)(4)) stopped working. This occurred after 60 hours of therapy. The nursing staff was unable to restart the device, there was no error code displayed. The display showed "device not ready." The therapy was continued with another thermogard xp. No patient sequelae was reported. No additional information was provided.